Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: during investigation, a review of the alarm history revealed cs 052, 054, 012, 060, and 064 call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 064) at power up. A leak test was performed and leaks were found at the display lens and keypad edge. The pump was opened and evidence of moisture ingress was observed throughout interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.